Manufacturer narrative:
Additional information provided indicated the patient¿s native annular area measured 377cm² by CT. There was severe annular/leaflet calcification. The 23mm was the correct measurement for the annulus size. This was measured and agreed upon by the ic, cs, radiologist and fellow. The patient had significant annular calcification. Due to a piece a calcium causing significant pvl, a 26mm sapien xt was intentionally implanted a little bit lower inside the first thv in order to create a funnel shape effect which resulted in mild pvl.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, although it cannot be confirmed, procedural factors (likely undersized valve) contributed to the significant pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure, post valve deployment the 23mm sapien xt valve the patient was observed to have "residual significant peri-valvular leak" (pvl). A second valve was deployed within the first valve in order to resolve the leak. Initially, bav was performed and the nf+ delivery catheter was advanced to the patient's native aortic valve. The 23mm sapien xt valve was deployed in a 50:50 position with residual significant pvl. CT measurements taken prior to the procedure had indicated a 23mm valve selection. In order to reduce the leak, 2 cc's were removed from the delivery system and a 26mm sapien xt valve was deployed lower in relation to the first valve. The resulting pvl was mild to moderate.